Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2019. The most likely root cause of the reported events is the poor accuracy of the temperature sensors due to a calibration that drifted over time and a defective board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in harefield, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the issue, processor board were replaced and temperature probe calibrated. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that a heater cooler 3t gave an error code associated to discrepancy between measured temperatures between safety and control temperature sensors on the patient side during service. There was no patient injury.